Event description:
Additional information received indicates that the infection has resovled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As such, surgical intervention took place on 10feb2024 wherein the entire system was explanted to address the issue. Reportedly, patient was hospitalized and antibiotics was prescribed to treat the infection. Patient has been release form the hospital and completed antibiotics dose.